Event description:
It was reported that the minicap extended transfer had a leak. The patient was using a non-baxter alcohol based solution as a disinfectant. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, using alcohol as a disinfectant is a known cause of leaks. Per the transfer set direction sheet ¿do not apply hydrogen peroxide, or antiseptic agents containing alcohol to the connectors¿. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h11h17053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.